Event description:
The neurostimulator was explanted and returned to the manufacturer for analysis due to battery depletion. The battery longevity calculation showed the battery duration at 27 months, the actual implant duration was 19 months. The device was used 24 hours a day. The output settings were 3.5v, 120 pulse width, 145 pps rate, 500 ohms, unipolar.

Manufacturer narrative:
H6: final device analysis results revealed the device did not meet expected longevity, cause is unk.